Event description:
Patient was seen in ER for abdominal pain, nausea and generalized weakness after recent band adjustment. She states that after adjustment she was able to swallow and keep down fluids, but her po intake had been reduced over the past 5 days. Due to her level of dehydration, she was admitted and given IV fluids. Patient was discharged home in stable condition. There is not mention if the band adjustment cause of the dehydration.

Manufacturer narrative:
(B)(4) = device remains implanted.